Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable results for two samples tested for ast aspartate aminotransferase and ca2 calcium gen.2 (ca) on the cobas 6000 c (501) module - c501. Of the two samples, one had an erroneous ca result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 6.41 mg/dl and repeated as 8.51 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The customer stated that the analyzer made a noise at the time of occurrence and a rinse unit alarm was issued by the analyzer. The field service engineer determined that a detergent nozzle was leaking after dispense. He tried to clean the nozzle, but there was no effect. He replaced a valve bank, but there was no change. He checked further and found that there was an issue with tubing. He replaced the tubing. He performed mechanism checks and these were ok. He ran precision studies and these were ok. The customer ran calibrations and quality controls; these were ok. He followed up with the customer and the customer stated that the instrument was running ok.

Manufacturer narrative:
No similar events have occurred at the customer site within the past 12 months. No abnormal complaint trends were identified for the tubing replaced by the field service engineer.